Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) driveline extender cable malfunctioned. The driveline extender is no longer in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The driveline extension cable (lot# 1372789) was not returned for evaluation. Review of controller log files was not conducted since log files were not available for analysis. As a result, the reported driveline extension cable malfunction could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered, possible root causes of the reported event may be attributed to multiple factors, including but not limited to contamination of the driveline extension cable connector by foreign material, a marginal driveline extension cable connection, and/or damage to the cable. If information is provided in the future, a supplemental report will be issued.